Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensed, and inappropriate electric shock. Which was suspected to be caused by myopotential. Reprogramming efforts were performed. Currently, the product remains in service and no additional adverse patient effects were reported.